Manufacturer narrative:
The her option probe involved in this event was not returned to coopersurgical for eval. A query of our complaint database revealed no similar complaints concerning infections and the her option probe. A review of the DHR showed no significant deviations in the process of lot # 110319. In addition, the DHR review showed lot# 110319 went through the proper sterilization process.

Event description:
The initial procedure using the her option probe went fine. However, after the procedure, the pt got a very high fever and was therefore, admitted back into the hosp. Pt was diagnosed with an e-coli infection and an underlying urinary tract infection. The pt is currently on antibiotics and is recovering well.